Manufacturer narrative:
The event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys probnp ii immunoassay results for one patient tested on a cobas e411 rack. Prior to patient testing, the customer confirmed the calibration and qc was acceptable. The patient's initial result was not reported outside the laboratory. The customer performed repeat testing for confirmation. The patient's initial probnp result was "<10" pg/ml, and the patient's repeat result was 723.4 pg/ml. The probnp reagent lot number was 466254 with an expiration date of 31-aug-2021.

Manufacturer narrative:
The customer's calibration and qc data were acceptable. The sample clotting time and centrifugation time were insufficient according to the tube manufacturer's recommendations. Based on the available data, the investigation did not identify a product problem. The cause of the event could not be determined.